Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient stated an occlusion issue with the product. The occlusion issue was located in the tubing. The patient changed supplies as necessary and resumed insulin therapy. No further information available.